Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6) it was reported that the patient encountered an infusion set was fell off during use which led to high blood glucose level of 400 mg/dl on(B)(6)2024. Patient replaced infusion set and resumed insulin successfully. No further information available.